Event description:
The handpiece was returned to the MFR for service, and during the investigation it was found that the leafkey is chipped. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.